Manufacturer narrative:
A complete evaluation of the device did not identify any cause for the head cap to come off. The device met all service test specifications.

Event description:
The high-speed handpiece head cap came off during a procedure. There were no injuries as a result of this incident.